Event description:
Initial PICC pulled loose. Nurse performing an over-the-sheath replacement of PICC line. Introducer sheath threaded over remaining catheter and tip pulled through as sheath was penetrated back into vessel through skin. When nurse went to grasp catheter tip with forceps the catheter was missed and it was pushed back into introducer out of reach of forceps. Catheter was lost under skin. A chest xray revealed that the catheter was curled in the right atrium. Surgery was performed for intracardiac removal of foreign body with cardiopulmonary bypass. Patient had tetrology of fallot with an atrioventricular canal. Since surgery was being performed to remove catheter, shunt was placed for oxygenation.